Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his daughter (the patient) alleging that the pump was rebooting. The reporter claimed that for the previous few days, the pump was going back to the verify screen and they would need to do the rewind/load/prime steps. The patient admitted that the yellow o-ring was visible. The reporter denied that there was any damage to the battery cap or battery compartment. The reporter indicated that they were tightening the battery cap with their fingernails and the battery cap was from (B)(6) 2010. The reporter denied that the patient had any blood glucose excursions because of the alleged issue. The animas representative involved in this contact informed the reporter of recommendations for changing out the battery cap and proper tightening of the battery cap. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was rebooting. There is no evidence however, that the alleged issue contributed to a serious injury. The reporter did not report any bg readings or symptoms that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.